Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii, rupture.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "capsular contracture baker grade iii, rupture and asymmetry" this record is for the left side. Device was explanted and replace. Device will not be returned.